Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change as the device has been end of life (eol) for couple of years. The physician noted that the device was bulged and suspected that the battery was swollen or the can was leaking inside. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported field event of swollen device was verified in the lab. It was noted that the device was post end of life (eol) and swollen battery is consistent with post end of life (eol) and would not be considered abnormal. A longevity calculation was performed using default settings and found the battery depletion was normal. No source of high current was observed. The device was tested at the bench and no anomalies were found.

Event description:
New information received states that the patient condition was stable post procedure.